Event description:
It was reported that a venotomy closure of the common femoral vein was attempted using the pre-close technique via an 8f sheath hole prior to a pulse field ablation (pfa) procedure. One prostyle suture was successfully pre-placed. Reportedly, when the second device was deployed, it caught the suture of the first device. When the 2nd device was removed, both sutures from the first and second device came out as they were entangled with each other. Pre-closure with the prostyle was abandoned. The sheath was upsized to a 16f, and the pfa procedure was completed. A figure 8 stitch was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported ¿both sutures from the first and second device came out as they were entangled with each other¿ appears to be related to operational context. It is likely that placement of the second device contributed to an interaction during deployment with the first placed sutures resulting in the sutures to tangle as reported. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.